Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn : m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient experienced undesired and intermittent stimulation due to posture change. All device components were explanted and discarded by the medical facility.